Event description:
On (B)(6) 2025, the user¿s daughter called reporting that the user was experiencing consistent low blood glucose events at night. A low blood glucose of 68 mg/dl was reported and was corrected with fast-acting carbohydrates.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.